Event description:
It was reported that the patient presented to emergency room with discomfort due to pocket stimulation. It was noted that the right ventricular lead exhibited low pacing impedance and noise over-sensing which resulted in pacing inhibition. The physician attempted a lead revision, but the vein was occluded due to the patient¿s anatomy. The lead remained implanted after the reoperation. The patient was in a stable condition.